Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the implantable pulse generator (ipg) device exhibited a pacing problem when the leads were connected. Paroxysmal poor pacing was observed. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.